Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test at 0.08765 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using carelink. No damage noted on the original battery cap . Using the original battery cap, the unit powered up properly after the test battery was installed. Device had broken battery tube threads, minor scratched display window, scratched case, scratched reservoir tube window and cracked reservoir tube lip. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were in emergency room due to high blood glucose with blood glucose of over 600 mg/dl at the time of call. Customer did not experienced any symptoms and not treated for low blood glucose event. Customer states battery compartment was damaged. The insulin pump will be returned for analysis.